Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced to treat the lesion. However, a guide catheter stripped the stent off the delivery system. The device was never in the coronary. The stent and guide catheter were removed and the procedure was completed with a different device. No patient complications nor injuries were reported.